Event description:
It was reported that during an unspecified procedure, a balloon rupture and partial stent deployment occurred. The four-inch lesion was located in the right bile duct. A 7f percutaneous transhepatic biliary drainage (ptbd) tube was placed in the right bile duct, and a 7f 10cm introducer sheath was inserted. The 8.0x60x75cm express biliary ld premounted stent delivery system (sds) was advanced to the lesion, and the balloon was inflated. However, only the distal portion of the stent "dilated" and the balloon became ruptured. The sds was withdrawn, with the stent remaining in the lesion. Therefore, a new sds was unpacked, and the sds without the stent was advanced to the lesion. Following balloon dilatation, the stent was fully opposed. Pt status is listed as "good".

Manufacturer narrative:
.